Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the reported needle mechanism failure. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: ust400, 17845-5a-aw rev b 09/17. Changing your pod. Chapter 3 / pages 33. Warning: check the infusion site after insertion to ensure that the cannula was properly inserted. If the cannula is not properly inserted, hyperglycemia may result. Checking your blood glucose: chapter 4 / page 36: warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
The patient reported the needle did not deploy. The pink slide did not move forward and cannula was not visible. Treatment included a syringe injection, the pod was removed and the patient activated a new pod. During this time, the patient's blood glucose (bg) reached 400 mg/dl. After activating a new pod, she was able to eventually get her bg level back down to a comfortable range.

Manufacturer narrative:
The received device had the cannula assembly not deployed. The downloaded data showed that the device ran 46 first prime pulses and was deactivated after completion of the first priming sequence. Inspection of the device found no evidence that would result in the needle not deploying. No other defects or deficiencies were found that would result in a failure of the device to deliver insulin.correction to concomitant medical products: (device available for eval: yes, date returned to mfg: 7/3/2019) the device had been received at the time of initial report. Correction to device evaluated by MFR:(device returned to manufacturer? Yes) the device had been returned to the manufacturer at the time of initial report.